Event description:
The customer reported spare lamp error for olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunctions were identified during the device evaluation: weak fan based on the results of the investigation, a probable root cause could not be identified. And cause for weak fan was due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.